Event description:
It was reported that the bd synapsys¿ would not sync properly to the bactec fx instrument and displayed vial status discrepancies between the two. Microscopy and subcultures were used on the false positives to confirm there was no bacteria present in the bottles. There was no indication that results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "after the customer it has performed their scheduled monthly service window on the synapsys vm servers for patching, the status of the vials in some of the bactec fx instruments in is not syncing properly to synapsys. There is no error messages present in the synapsys application other that instrument status showing the escalation mark indicating an instrument error." "After a service window on the server by local it 26th january, approx. 22 bottles turned false positive next morning 27th at 06:51. All these bottles were instrument positive, but lab had not found any bacteria in these bottles by microscopy/subculture, so they were re-inserted as "ongoing". Some of the 22 bottles that flagged positive were not in the system anymore and was finalized as negative for growth. Oldest vial dates back to 1st january. Synapsys should not flag these bottles as positive at 06:51 on the 27th, and no bacteria was found in microscopy this time either for the bottles still in the system. As for the bottles not in the system, no such thing should happen"

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: after a scheduled monthly maintenance window performed by the customer it the performance of synapsys (material 444150 / sn sl00507), there were discrepancies with the vial status between bactec fx instruments and synapsys. This was resolved by performing iisreset, restarting all bd synapsys services and repeating the iisreset on the application vm server, and then restarting the bd synapsys instrument adapter service an all connected instrument adapter nuc computers. After this the system worked properly. This is not a confirmed complaint of a bd product. Per baltrm-synapsys-aph revision 25, the failure associated to this complaint is a user annoyance which is a severity of s1; reference ID 58. Complaints for instrument connectivity were under statistical control for the month of january. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that the bd synapsys¿ would not sync properly to the bactec fx instrument and displayed vial status discrepancies between the two. Microscopy and subcultures were used on the false positives to confirm there was no bacteria present in the bottles. There was no indication that results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "after the customer it has performed their scheduled monthly service window on the synapsys vm servers for patching, the status of the vials in some of the bactec fx instruments in is not syncing properly to synapsys. There is no error messages present in the synapsys application other that instrument status showing the escalation mark indicating an instrument error." "After a service window on the server by local it 26th january, approx. 22 bottles turned false positive next morning 27th at 06:51. All these bottles were instrument positive, but lab had not found any bacteria in these bottles by microscopy/subculture, so they were re-inserted as "ongoing". Some of the 22 bottles that flagged positive were not in the system anymore and was finalized as negative for growth. Oldest vial dates back to 1st january. Synapsys should not flag these bottles as positive at 06:51 on the 27th, and no bacteria was found in microscopy this time either for the bottles still in the system. As for the bottles not in the system, no such thing should happen".